Manufacturer narrative:
The patients are doing fine. The actual devices involved in these incident were not returned to kerr corporation for evaluation. Additionally, the doctor did not provide any lot number information; therefore no evaluations could be performed. This is the one MDR report of a total incidents reported.

Event description:
In early 2009, a doctor reported to kerr corporation that four patients lost dental implants as a result of a granulomatous inflammatory response from use of the bioplant bone graft material for augmentation of buccal plates during the implant insertions. The doctor reported that a fifth patient required medical intervention to replace the bioplant with a different product to prevent the dental implant loss.